Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the scope elevator was in long position, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a different device. There were no user injury nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 3009 captures the reportable event of cut wire oriented in the wrong direction. Visual examination of the returned device revealed that the working length was twisted at distal section. Functionally, the device was introduced inside the duodenoscope and the distal end orientation was found out of specification due to the condition of the working length twisted at distal section; consequently, confirming the reported complaint. The complaint was consistent with the reported event of incorrect wire orientation. It is most likely that during procedure the device could have been manipulated, since the failure found (working length twisted) is a issue that could have been generated by excessive manipulation of the device and the interactions with the other devices. Therefore, the most probable root cause is cause traced to component failure since the event was due to expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the scope elevator was in long position, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope or after the issue occurred. The procedure was completed with a different device. There were no user injury nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.